Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by diarrhea, cloudy effluent and abdominal pain. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Correction: should additional relevant information become available, a supplemental report will be submitted.